Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: investigators were unable to confirm the original complaint; all keypad buttons were responsive during testing. The keypad was intact with no peeling or tearing. Upon removal of the keypad cover, contamination was observed under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.